Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was upset that this device was not on the recall list. The patient believes that the device should be listed, stating he had required a shock in the past and had not received one. To date, there have been no allegations or observations of a device malfunction provided by a qualified medical professional.